Manufacturer narrative:
In this report are corrections .

Manufacturer narrative:
Date of event is a rough approximation. The surgeon expressed unwillingness to provide additional information.

Event description:
It has been reported that the patient underwent manipulation under anesthesia x3 following initial surgery of left knee on (B)(6) 2015. Visionaire cutting block was reported to be the main suspected contributor to the ae. Surgeon complained about post-op range of motion while also noting that no problems with alignment were perceived.